Event description:
On (B)(6) 2016, information was received from a consumer regarding a patient who was receiving clonidine, bupivacaine, ketamine, and dilaudid (lot number, concentration, dose, and dates of therapy were unknown) via an implantable pump. Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016 (reported as "over the weekend," as of (B)(6) 2016), the patient reported error code 8286 on her personal therapy manager (ptm) when they went to use it; his was also reported as code "8287." The patient's pump ran out that weekend, and the alarm was going off. The patient was due for a refill, but it was missed because the patient misread the date on the ptm. On (B)(6) 2016 (reported as "monday"), the pump was refilled. No patient symptoms were reported related to the code or alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.